Event description:
It was reported the pump was hot to the touch. There was no damage to the battery cap or compartment and no corrosion seen in the battery compartment. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for evaluation. The battery compartment and cap are intact with no evidence of physical damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the pump history indicated a battery voltage drop on (B)(6) 2011 at 5:28 am. The pump was exercised for seven hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint regarding overheating could not be confirmed or duplicated on investigation.